Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, white biological tissue, red particles in the shell, missing shell on anterior (0-25%) and crease fold. Weight measurement of the device identified device was underweight. A micro analysis was performed which identified a striated broken edge, an opening, and non-penetrating nicks. Based on the device analysis the final assessment was a striated opening assessed as a surgical damage consistent in the use of some surgical tools, and missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular rupture (baker grade 2)". Device remains implanted.